Manufacturer narrative:
Based on the calibration and qc data provided, there is no indication of an issue. The customer did not return the sample for investigation. As no sample was returned, a specific root cause could not be determined. Based on the provided data, a general instrument or reagent issue was excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sample was requested for investigation. Investigation is ongoing.

Event description:
We received an allegation of a high result not corresponding to the clinical picture for 1 patient sample tested with elecsys troponin t hs (tnths) assay on a cobas e 801 immunoanalyzer serial number (B)(4). The following results were obtained: elecsys tnths: initial result: 171 ng/l (pathological value) abbott tni: repeat result: normal non-pathological values (negative) on an abbott analyzer. The questionable result was reported outside the laboratory. The physician questioned the results as they did not match the patient's clinical history.